Event description:
It was reported bd alaris smartsite needle-free valve had a leakage issue. The following information was provided by the initial reporter: "while priming a micron filter to give an infusion, a leak was noticed at the filter."

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4): a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-feb-2022. H.6. Investigation: a sample was received and tested by our quality team. The set was clearly broken at filter where the tubing is inserted which verified this complaint. This issue has been seen in the past when improper force had been applied to the rigid structure. For further investigation, the manufacturer of the filter was notified of the issue. There had been no quality alerts for the filter and the manufacturer assured that all parts passed their respective quality tests. Root cause of this failure is unknown but it is suggested to be cautious of extra strain applied to the rigid filter component. A device history record review for model 20027e lot number 21109093 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21109093 regarding item #20027e.

Event description:
It was reported bd alaris smartsite needle-free valve had a leakage issue. The following information was provided by the initial reporter: "while priming a micron filter to give an infusion, a leak was noticed at the filter.".